Manufacturer narrative:
According to the reporter, device was discarded and is not available for evaluation. A review of the device history record (DHR) could not be performed as the lot number was not provided. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates and no complaint trend is observed. Based on the available information, the root cause of this event could not be determined.

Event description:
Reportedly, after implantation of an intraocular lens (iol) into the left eye it was discovered that the lens optic had a scratch on it. The lens was removed and replaced with a different lens model. The incision was enlarged sutures were required.